Manufacturer narrative:
Analysis of the returned device revealed that the glass cap shows a circumferential fracture on the proximal side of fiber/cap fusion zone. The fiber proximal to fracture can rotate independently of the metal cap. The glass cap and metal cap are detached and not returned. The outer flow tubing open end wall integrity is compromised, and exhibits slight melting and moderate contamination, likely biologic. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of operational context was assigned to this investigation.

Event description:
Analysis of the return device revealed that the glass cap and metal cap are detached. Based on device analysis, the potential for forward firing may exist. There were no patient complications reported due to this event.